Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl at a dose of 4 mg/day, clonidine at a dose of 2.5 mg/day, bupivacaine at a dose of 0.0079 mg/day, and dilaudid at a dose of 4 mcg/day via an implantable pump for spinal pain. The concentrations of the drugs in the pump were unknown. It was reported on (B)(6) 2016 that the patient went in for a refill and the doctor told her she was not due yet so the pump had a critical alarm. The doctor said he could not get her in for five more days and her pump went dry as a result. It was noted the patient experienced a sudden change in withdrawal symptoms of throwing up diarrhea, body aches, severe back pain, felt like she had the flu, and the pump felt like it was vibrating. The pump was refilled and 36 hours later she started to get pain relief again but ever since that time her pain had doubled. The drug being back in the pump had im proved her ability to lay down and sleep. It had also improved her back pain so it did not wake her up from sleep. The event date was noted to be (B)(6) 2016. The patient¿s medical history included 20 orthopedic surgeries and due for a hip replacement in a week, two knee replacements on the same knee, 11 shoulder surgeries, currently had two torn rotator cuffs, neck pain from previous workplace accident, herniated disks, spinal stenosis up to her neck, arthritis, bone spurs, back pain since she was 6, and an injured tailbone. The patient could not lay on her sides or stomach, only her back, due to her back issues, which was also stated as pre-existing to pump implantation. The patient¿s concomitant medications included 15 mg of oral morphine. Additional information was received from a consumer. At the end of 2016, around the time there was a hurricane in (B)(6), the patient could not make it in for her appointment. It was noted the patient heard an alarm noise, but did not know what it was. The patient then realized it was her pump. The patient's symptoms included "a couple seizures," shakes, sweats, cramping, shivers, and flu-like symptoms. The issue was resolved by having the patient get her pump filled. It was noted that the patient did not have a current managing physician for the pump and she was last filled on (B)(6) 2017, however she was then dismissed.

Event description:
Additional information was received from a consumer on 2017-feb-02. It was reported that the patient's pump started alarming again on (B)(6) 2017. The alarm was keeping the patient awake at night, and the patient was experiencing the following withdrawal symptoms: throwing up, crapping, shortness of breath, and pain in her ribs. The patient missed a refill after being dismissed by her doctor. The doctor reportedly would not silence the alarm or have anything to do with her. The patient clarified that the previous missed refill and subsequent withdrawal during the hurricane occurred in (B)(6) 2016. The patient felt like the pump vibrating in her stomach again on (B)(6) 2017. Her insides were shaking and hear heart was shaking. The patient was on oxygen in the emergency room at the time of the call. The patient wanted the alarm shut off and was to follow-up with a doctor to have the pump removed.

Event description:
Additional information received from a health care provider (hcp) reported for at least 6 days, the patient¿s pain pump had been empty. The patient was alarming, and the patient was admitted to the hospital on (B)(6) 2016. The hcp stated they were trying to reach the manufacturer representative regarding silencing the alarm and options to refill the pump with saline because the patient was fearful she would go septic if the pump was empty.

Event description:
Additional information received from a health care provider (hcp) reported the patient¿s pump was alarming, and they would like to how to silence it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl at a dose of 4 mg/day, clonidine at a dose of 2.5 mg/day, bupivacaine at a dose of 0.0079 mg/day, and dilaudid at a dose of 4 mcg/day via an implantable pump for spinal pain. The concentrations of the drugs in the pump were unknown. It was reported on (B)(6) 2016 that the patient went in for a refill and the doctor told her she was not due yet so the pump had a critical alarm. The doctor said he could not get her in for five more days and her pump went dry as a result. It was noted the patient experienced a sudden change in withdrawal symptoms of throwing up diarrhea, body aches, severe back pain, felt like she had the flu, and the pump felt like it was vibrating. The pump was refilled and 36 hours later she started to get pain relief again but ever since that time her pain had doubled. The drug being back in the pump had im proved her ability to lay down and sleep. It had also improved her back pain so it did not wake her up from sleep. The patient¿s medical history included 20 orthopedic surgeries and due for a hip replacement in a week, two knee replacements on the same knee, 11 shoulder surgeries, currently had two torn rotator cuffs, neck pain from previous workplace accident, herniated disks, spinal stenosis up to her neck, arthritis, bone spurs, back pain since she was (B)(6) and an injured tailbone. The patient could not lay on her sides or stomach, only her back, due to her back issues, which was also stated as pre-existing to pump implantation. The patient¿s concomitant medications included 15 mg of oral morphine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.